Manufacturer narrative:
The technician found the foot end link was worn and broken at the hex rod which prevented the foot end casters from locking when in brake. The technician installed a new link to repair the stretcher.

Event description:
Information received indicates the brake will not hold at the foot end of the stretcher.